Event description:
It was reported that that the patient underwent a lead pull and four electrodes appeared to be left in patients body.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(6). Batch: 7210006.

Event description:
It was reported that the patient underwent a lead pull and four electrodes appeared to be left in patients body. Additional information was received that remaining contacts were removed during patients implant procedure. The patient was reportedly doing well.